Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of the steerable guide catheter (sgc), a leak was observed when the stopcock was placed on the flush port of the dilator. The stopcock was subsequently removed and repositioned, at which point a small crack below the flush port was identified. A replacement was used to complete the procedure. The mr was reduced to grade 2 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the investigation determined the reported cracked and leaking dilator flush port may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.